Event description:
No pump was returned to fresenius kabi for evaluation. The reported mechanical hardware failure (av assembly) issue was resolved by the mayo depot team. A history review of the fresenius kabi service records for reported serial number prior to the notification date of this complaint record found no same / similar issues related to this complaint. A device history review of the reported serial number was conducted by fresenius kabi and no related manufacturing nonconformance records were found. There were no other incidents in production of this product that would have caused the reported issue. All complaints are captured in tracking and trending and reviewed monthly to determine if additional investigation is required for further root cause analysis and any corrective actions. No action required at this time.

Event description:
The following has been reported: biomed reported: "(B)(6) sent to depot for further investigation. Freed lever replaced frm motor. Front housing through final acceptance test - pass provision pump to test server, waiting for unit to go into heratherm, loaded into heratherm @ (B)(6) 2025 4:13 pm, taken out of heratherm @ (B)(6) 2025 4:13 am, 24 hour dwell - complete, lvp burn-in test - pass, accuracy test - pass, electrical safety test - pass, provision pump to mayo server, return to service. Work order type corrective maintenance order description lever arm stuck problem cause equipment failure resolution code replaced part resolution detail lever arm stuck. " a preliminary review identified the following issue: mechanical hardware failure (av assembly) unknown if an active infusion was stopped. Reporting as a conservative measure. No adverse effects were reported.